Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5 12.1 implantable collamer lens, -13.00/+4.5/089 (sphere/cylinder/axis), in the patients left eye (os). The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was repositioned at 7 days post-op. Claim # (B)(4).